Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for roche cardiac m myoglobin on the h232 instrument. The instrument was being used in the intensive care unit and the results were communicated to the doctor on the ward. The initial myoglobin result on the h232 instrument was 215 ng/ml. The sample was repeated on an e411 instrument and the result was 532 ng/ml. The result from the e411 was considered to be correct. On (B)(6) 2016 a new sample was obtained in the morning and the result from the e411 was 360 ng/ml. A 2nd sample was obtained in the afternoon and the result from the e411 was 347 ng/ml. On (B)(6) 2016 a new sample was obtained and the result from the h232 instrument was 175 ng/ml. The result from the e411 was 268 ng/ml. No adverse event occurred. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the unites states.

Manufacturer narrative:
Retention samples of the same lot that customer used were tested. The results of all measurements fulfill requirements.